Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 7071475, model/catalog description: linear lead kit 50 cm. Model number/catalog number: sc-4316, batch/lot number: 24214470, model/catalog description: clik anchor. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
It was reported that patient underwent a procedure wherein the leads and anchors were explanted due to wound dehiscence. The patient was doing well postoperatively.